Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was getting extremely hot that the patient did not feel safe, and was concerned it was going to start a fire. The patient was asked to unplug the monitor. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.